Event description:
It was reported that the patient saw the local practitioner for dewaxing. However, during microsuctioning the device floating mass transducer (fmt) was inadvertently removed from the middle ear. The patient is unable to hear with the device and upon otoscopy, the conductor link is no longer in the right place. Fmt repositioning surgery under general anesthesia is planned, but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted. It is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.